Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebq2477 showed no other similar product complaint(s) from this lot number. Device, not yet returned.

Event description:
It was reported by the sales rep that the facility was placing a PICC, right sided placement and upon initial insertion met resistance. The placement was pulled back; manipulated the catheter and the PICC went in fine on the second attempt. When the placer went to retract the sherlock stylet, she felt resistance with the stylet and removed the stylet from the PICC. Upon removal, the stylet was missing the tip. The catheter was then removed and flushed to ensure the tip was not in the catheter. Chest x-ray showed approximately 3.5 cm of the sherlock tip in the patient's right axillary vein. The patient has left side swan-ganz catheter and pacemaker. The PICC was trimmed to 40 cm. Interventional radiology retrieved the wire.